Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, no resistance was felt during advancement or withdrawal. The separated guide wire is free-floating in the distal left anterior descending (lad) coronary artery. The marker was on the separated segment that was left in the lad. The final patient outcome was satisfactory.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It is reported that the procedure was to treat a lesion located in the distal left anterior descending (lad) coronary artery that was narrow, non-calcified and 90% stenosed. After removal of the ht bmw universal ii 190cm guide wire, it was observed that the guide wire had separated at the marker. Attempts were made to retrieve the separated segment but were unsuccessful. The separated part of the guide wire remained in the distal lad. Post -procedure the patient was reported to be stable. Medication was provided and for continued observation. No additional information was provided.